Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported the clip becoming caught on the clip introducer, resulting in difficult removal, appears to be a result of user technique and due to the user inadvertently retracting the cds during insertion into the guide. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the resistance while removing the clip through the clip introducer. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system was placed in the steerable guide catheter and was advanced through the clip introducer without issue; however, the delivery system was inadvertently pulled back causing it to catch on the clip introducer. The clip delivery system was removed from the patient and there was no noted damage observed on the device. Another clip was implanted, reducing mr to grade 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.